Event description:
It was reported that frequent loss of atrial and ventricular capture was seen on telemetry soon after a device revision was performed. The patient is pacemaker dependent and there was no capture when device is programmed unipolar. Both the atrial and ventricular impedances dropped approximately 100 ohms in bipolar mode. It also was reported that neither lead would pace or sense through the analyzer. Both leads were seen dislodged under fluoroscopy. Both the leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.